Event description:
It was reported that the patient was at home working in the yard and felt weak. The patient received shocks for what the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt), but was possible supra ventricular tachycardia (svt). The discriminator did not match and therapy was delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).